Event description:
It was reported that this electrode was explanted and replaced due to noisy signals oversensing leading into inappropriate shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found one bubble, but no cracks in the notch area next to the sense b electrode, noted defib coils stretched at proximal end and cuts in suture sleeve, likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
It was reported that this electrode was explanted and replaced due to noisy signals oversensing leading into inappropriate shocks. No additional adverse patient effects were reported.